Manufacturer narrative:
Review of the CT values and the curves generated, the flu a and sars-cov-2 results appear to be true positive results at the limit of detection (lod). Therefore, the observed discrepancy is most likely due to the sample being a weak positive for the flu a and sars-cov-2 targets that are at/near the lod of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated positive results for sars-cov-2 and influenza a. The same sample was retested on another device (unknown if another cobas liat or another platform) which yielded negative results. Negative results were reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.